Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 11 events were reported for this quarter. Product return status 10 devices were received. 1 device investigation type has not yet been determined. Evaluation findings (results/components). 5 devices: no device problem found / part/component/sub-assembly term not applicable. 2 devices: deformation problem / tube. 1 device: electrical/electronic component problem identified / tube. 1 device: wear problem / battery. 1 device: results pending completion of investigation / part/component/sub-assembly term. Not applicable. 1 device: electrical/electronic component problem identified / circuit board. Product disposition. 10 devices: serviced and returned to customer. 1 device: product disposition is not yet determined. Additional information. 11 devices were not labeled for single-use. 11 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between (B)(6) 2025 ¿ (B)(6) 2025. This report summarizes 11 events for the failure: decrease in pressure. - 9 events had problem identified before clinical use/exposure; there was no patient involvement. - 1 event had problem identified during non-clinical procedure; there was no patient involvement. - 1 event had insufficient information.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99452. Supplemental rationale. Corrected data: b5, h6, h11. 11 previously reported events were included in this follow-up record. Product return status. 11 devices were received. Evaluation findings (results/components). 5 devices: no device problem found / part/component/sub-assembly term not applicable. 2 devices: deformation problem / tube. 1 device: electrical/electronic component problem identified / tube. 1 device: wear problem / battery. 1 device: fatigue problem / connector/coupler. 1 device: electrical/electronic component problem identified / circuit board. Product disposition: 11 devices: serviced and returned to customer.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30 2025. This report summarizes 11 events for the failure: decrease in pressure. - 9 events had problem identified before clinical use/exposure; there was no patient involvement. - 1 event had problem identified during non-clinical procedure; there was no patient involvement. - 1 event had no health consequences or impact.